Event description:
Rn was hanging blood and attempted to prime blood through leukocyte filter. While firmly squeezing blood bag to milk the boood through the filter the tubing busted above the drip chamber. This caused blood to splash on the employee. The blood was also contaminated and had to be disposed of and replaced.